Event description:
During a lap sigma procedure, the instrument did not cut and all the staples were on one place. The staples were jammed and were not in a row. There was an incomplete staple line. There was no pt consequence. A like device was used to complete the case.